Event description:
It was reported that "the package was found broken during inspection. Involved 12 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
(B)(4).the customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned twelve (12) units of 528235 visistat 35w 6/box for investigation. The twelve (12) returned unit were unopened samples in its original packaging. The packaging of eleven (11) of the returned units were observed to be damaged with cracking near the front tip of device. The sterile barrier of eleven (11) of the returned samples were compromised due to the packaging damage. No packaging damage was observed on the 12th sample. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 12 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.